Manufacturer narrative:
Sorin group (B)(4) manufactures the bcd vanguard blood cardioplegia system. The incident occurred in (B)(6) . This medwatch is being filed on behalf of sorin group (B)(4) . Sorin group (B)(4) received a report that the top portion of the vanguard device was full of air and there was significant air in the line traveling to the or table during bypass. The device was swapped out with another unit to complete the procedure. There was no report of patient injury. The complained device was returned to sorin group USA for investigation. Visual inspection did not identify any defects or abnormalities. The unit was examined under a black light and all bonds were found to have adhesive solution. The unit was returned to sorin group (B)(4) for further investigation. Inspection of the returned device found that the white lid for the umbrella valve had been removed before the device was returned. The returned unit was functionally tested and the reported issue was reproduced. The unit began to intake air (deprime) as soon as the inlet tubing was unclamped, indicating improper functionality of the umbrella valve. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The product was manufactured in accordance to the defined specifications. Based on the investigation of the returned device, sorin group (B)(4) has concluded that the reported issue was mostly likely the result of an imperfectly seated umbrella valve caused by mechanical stress. Sorin group (B)(4) has initiated a CAPA to investigate this type of issue.

Manufacturer narrative:
At the date of the present report, the unit has not been returned to the manufacturer facilities for investigation. Sorin group (B)(4) manufactures the bcd vanguard blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the top portion of the vanguard device was full of air and there was significant air in the line traveling to the or table during bypass. The device was swapped out with another unit to complete the procedure. There was no report of patient injury. The investigation is on going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(6) received a report that the top portion of the vanguard device was full of air and there was significant air in the line traveling to the or table during bypass. The device was swapped out with another unit to complete the procedure. There was no report of patient injury.